Event description:
It was reported that a clearlink paclitaxel set was leaking from between the filter and the segment of the tubing loaded into the pump. The leak was observed while unspecified medication was infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: update "unspecified medication" to "chemotherapy medication". Approximately 5-10 ml leaked at the time of the event. H4: the lot was manufactured april 02-03, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.